Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. No watchdog alarm/anomaly was noted. All operating currents were within specification. All buttons functioned properly. However, found moisture damage on the keypad traces. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing a loud constant tone from insulin pump. Customer was not able to resolve issue due to buttons not responding. Customer allowed insulin pump to rest and buttons responded briefly and then stopped responding. Customer's blood glucose was 257 mg/dl. Customer was advised that insulin pump would need to be replaced.